Event description:
A medtronic representative reported that, during a transforaminal lumbar interbody fusion (tlif) procedure, the surgeon alleged the navigation system was inaccurate. The surgeon took a 3d spin with the imaging system, noted that the left/right were opposite on the exam than what was expected, and the system was 5 to 10mm inaccurate. The surgeon placed the l5 and s1 screws, however, found the screws were medial in the patient. The surgeon removed the l5 screw from the anatomy and re-adjusted the s1 in the patient. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
(B)(4). A medtronic representative, following up with the site, was able to replicate the issue with the same driver instrument. All other instrumentation were found to be accurate. (B)(4) 2014 - a medtronic representative performed a navigation system check-out, all areas passed.medtronic investigation of returned suspect device finds that the tip of the instrument is twisted and broken off. Mechanical failure, bent instrument tip directly caused event.

Manufacturer narrative:
The formal investigation was able to determine that testing had been performed during the development of the screwdrivers that defined the torque required to insert a screw in a properly tapped hole and verified that the screwdrivers were capable of meeting the torque requirements. The root cause was identified as torque applied to the screwdrivers beyond the strength limit of the screwdrivers, most likely the result of trying to insert a large diameter screw into that had been undertapped (either in diameter or depth) or trying to insert a large screw into hard bone.

Manufacturer narrative:
Patient date of birth provided.

Manufacturer narrative:
The software investigation found that the root cause was unable to be determined without further information. The most likely root cause was a hardware issue and use error since it was reported that the inaccuracy during testing was attributed to selecting the incorrect driver (standard vs. Reduction) and the tip of the driver was bent with the screw not interfacing well with the driver. The driver was also previously reported on the initial 3500a to have damage at the tip. This may have contributed to the inaccuracy but could not be confirmed.